Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur dur to leakage from the band, the port, or the connector tubing."

Event description:
Health professional reported an alleged leak with a lap-band device. During a fill appointment, a fluoroscopy was performed and the surgeon found the tubing had "fractured over the middle ss [stainless steel] connector." The port was replaced.